Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The customer notified the covidien customer support engineer (cse) that they (the customer) ran the extended self-test (est) and ran the unit on a test lung and were not able to duplicate the alleged malfunction. The unit passed extended self-testing. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference # (B)(4).